Event description:
The customer reported that the device has a broken power button. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.